Event description:
During a breast biopsy procedure using the vmark site marker, customer states that the applicator became stuck in the needle and could not be removed. The entire device had to be removed. During removal the device broke and the blue tip could not be located. No further patient intervention at this time . Potential for patient injury exists if a fragment of a device is left in a patient.

Manufacturer narrative:
The device used during the procedure has not been returned for review. No defects or deviations were noted during the batch record review. The risk of manufacturing defects is mitigated through inspections and procedures. A review was completed of related reports. A potential cause that could have facilitated the separation would be excessive force used by the customer. If excessive force is used the end could shear off as experienced. We will continue to monitor and trend.